Manufacturer narrative:
In the returned state, the lead was cut into pieces 15 cm distal of the is-1 connector pin. Only a proximal fragment was returned and thoroughly analyzed. The analysis was able to confirm the damage to the connector part that had been observed by the physician. Two (2) cm distal of the is-1 connector pin, the insulation of the lead body was broken both at the ventricular df-1 connector and at the atrial df-1 connector. This damage manifestation is with high probability the cause of the interference artifacts with shock delivery. The observed damage manifestation require permanent mechanical stress on the lead due to a kinked position at the generator housing under constant dynamic movement. In addition, it was noticed that the is-1 connector pin had been pulled out of the connector sleeve, which is most likely a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 94 months, oversensing with an inappropriate shock reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.